Event description:
Resident's condition ws stable until 8/6/92 at 6:30 p.m. Resident became cool and clammy with an increase in blood pressure, temp, pulse and respirations. Color was pale and was unable to speak.. Hands and feet became cyanotic and experienced tremors. Sent to immanual-st. Josephs hosp. By ambulance. Pt has severe multiple sclerosis leaving her essentially quadriplegic.diagnosis 8/11/92 urosepsis-physician suggested intermittent catheterization due to neurogenic bladder. Patient refused. Monthly catheter changes ordered (facility changes all catheters monthly or more often) and oral antibioticsdevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, device use continued with restrictions/limitations. The device was destroyed/disposed of.